Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient¿s blood glucose was low. The customer¿s blood glucose level was 54 mg/dl at the time of the incident. The customer reported that there was blood at the site. The customer reported that the site is not actively bleeding. The customer reported that the recent blood glucose was 103mg/dl. The customer reported that there was an issue with sensor glucose and blood glucose readings. The customer reported that blood glucose was 54mg/dl when sensor glucose was 83mg/dl. The customer treated blood glucose of 54mg/dl with energy bar. Previously, blood glucose was 104mg/dl when sensor glucose was 141mg/dl. The customer declined to trouble shoot and will call back for the same. The insulin pump will not be returned for analysis.